Manufacturer narrative:
Additional information received indicated that tachycardia therapies were turned off. The patient was scheduled for a follow-up appointment. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this patient an inappropriate shock due to noise on the right ventricular (rv) lead. There were also high pacing impedance measurements greater than 2,000 ohms and shock lead impedances were greater than 200 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that a revision procedure was performed. The rv lead was surgically abandoned. A new rv lead was successfully implanted. No additional adverse patient effects were reported.